Event description:
It was reported that two drill bits broke while drilling into the fibula, during an ankle fracture surgery on (B)(6) 2014. The first drill bit that broke was removed and a screw was successfully placed. The second drill bit could not be retrieved and the distal part of the drill bit was left in the patient. The second screw could be placed in the plate. The drill used with the drill bits was not a synthes drill, a drill guide was not used and it was reported the drill bit did not hit anything other than the bone. There was a delay of twenty minutes. The procedure was completed and there is no additional information available. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.